Event description:
It was reported that when using the bd pyxis¿ es server was very slow to respond. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was slow. A technical support specialist (tss) reviewed the system and identified that both central processing unit and memory utilization were above expected levels. The tss noted the presence of multiple antivirus applications and advised removal of one to reduce system load. Further analysis indicated delays in data processing, after which a knowledge article titled "dbo.sysssislog table bloated - dsserverreports database growing large", procedure was applied to optimize reporting functions and reduce database size. Following these actions, system performance improved, and permission was granted to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.